Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, interrogation revealed long charge time. The device was re-interrogated again the next day and the charge time was no longer delayed. The patient was stable and will continue to be monitored.